Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly healed well. The external visual inspection revealed that the electrode was severed near the fantail, and surgical tool marks were observed on both top and bottom covers. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
Explant surgery is reportedly scheduled.

Event description:
The recipient is reportedly experiencing electrode extrusion and a cholesteatoma. Explant surgery will be scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted.